Manufacturer narrative:
The pump passed all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. All operating currents were within specification. The pump was monitored and no failed battery, weak battery, unexpected low battery or blank display was noted. The pump was received with minor scratches on the display window. The pump was received with a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display, damage and failed battery test. Customer's blood glucose at time of incident was 8.9mmol/l. Customer stated that there is crack on the battery compartment. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced due to crack on the batter compartment.